Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5097948 that a female patient who underwent an unspecified breast surgery with two unknown mentor memorygel smooth round high profile silicone breast implants has experienced bilateral capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including getting sicker, facial rashes, joint paint, arthritis, spine pain hip pain. Damaged teeth. Dry eyes cannot stay awake. Fibromyalgia, blood in her urine. The patient reported seeing a rheumatologist after seeing her general physician for years trying to diagnose my facial rashes, joint paint, aggressive arthritis and spine pain and hip pain. The patient has seen chiropractors and massage therapists and physical therapists to try to treat her chronic pain with no result. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
On august 31, 2021 mentor became aware that follow up report (1) is incorrect. Manufacturer¿s reference number: (B)(4) please disregard follow up (1) report.

Manufacturer narrative:
Additional information received on aug 21, 2021 indicated that the alert date for this complaint was on aug 18, 2021. Manufacturer¿s reference number: (B)(4).